Event description:
It was reported that this right ventricular (rv) shock lead has been exhibiting high impedance spikes since implant, and recently showed out of range impedance measurements. This rv lead remains in service. No adverse patient effects were reported.